Event description:
Discordant low heparin results were obtained on two patient samples. The result of patient 1 was reported to the physician. The samples were repeated and higher results were obtained. A corrected report was issued for patient 1. There is no indication that patient treatment or diagnosis was altered on the basis of the discordant low patient heparin results. There was no report of adverse health consequences as a result of the discordant low patient heparin results.

Manufacturer narrative:
The cause of the discordant low heparin results is unknown. No instrument malfunction was identified. The customer called siemens back and stated the issue was caused by reagent handling deviation and that they had resolved the issue. The instrument is performing within specifications. No further evaluation of the device is required.